Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with conjunctival inflammation on the left eye (os) at a 13 day post-operative exam. The patient's chief complaint was redness on the left eye. The patient commented that the left eye is red and feels like I have something in it. Topical steroid dosage was increased to treat the symptoms. It is indicated that the symptoms have not resolved, but are not significantly interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.50 x -.25 x 140; left eye pre-op 20/20 -2.50 x .00 x 90.